Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture noted at the electronic or motor assembly. The insulin pump was received with a cracked case at the lcd window corners and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 97 mg/dl. She stated the insulin pump was exposed to moisture. Now there is condensation under the lcd screen. Advised to discontinue use of the device and revert to a back-up plan. The device would need to be replaced. The insulin pump will be returned for analysis.